Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage found on keypad traces and electronic assembly or motor. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had been exposed to water and had visible moisture under the display. The blood glucose reading was 154 mg/dl. The caller stated that after drying the device, no visible moisture was visible anymore, and the customer had continued use of the insulin pump. Advised the customer to monitor blood glucose levels very closely during the next few days and to return the insulin pump for analysis. Nothing further reported.